Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic for a follow up and complained of experiencing a slow heart rate. Upon interrogation of the pulse generator premature elective replacement indicator was noted. A device replacement would be scheduled.

Event description:
New information notes the device was explanted on (B)(6) 2013.